Event description:
(B)(4). Since I had the coils put in ive had backache, moodiness, weight gain, severe bleeding, severe pelvic pain, very large blood clots, joint pain, migraines, depression, fatigue, hair loss, and loss of libido.